Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of telemetry was observed on the device. The patient will be monitored during follow-ups. The patient was stable and experienced no adverse health consequences.